Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm, saw that the insulin pump said to change the battery, changed the battery, received a blank display, changed the battery again and the insulin pump display returned. The customer's blood glucose was 480 mg/dl. The customer further mentioned that the insulin pump was grinding for about a month and a half and that the insulin pump was alarming motor error at the time of the call. The customer treated his high blood glucose levels with a manual injection. Troubleshooting was done. The customer stated there were no significant events leading to the motor error alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump also had a corroded motor home switch. The functional testing could not be performed due to the blank display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.